Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4). "Lawyer-filed report - (B)(6)".

Event description:
The patient's attorney alleged a deficiency against the device. Per additional information received, the patient has experienced wbc (presumed - white blood count) 16.0 (reference range: 3.8-10.8), grade 3 symptomatic cystocele, perforation of the bladder (with mesh going down into the patient's right side at the level of the ureter insertion, during surgery on (B)(6) 2008), incidental cystotomy (during surgery on (B)(6) 2008), and 2 areas of spill from the right ureter (during surgery on (B)(6) 2008), pressure, pain, and urinating all over her clothes (due to foley catheter indwelling for 11 days after incidental cystotomy), extreme abdominal pain (due to indwelling foley catheter), urge-incontinence, pelvic, right buttock/leg, and right and left lower quadrant pain (diagnosed as musculoskeletal in origin), bladder falling again, recurrent cystocele and incontinence status-post anterior repair with uphold, severe detrusor instability-starts at 25 cc, motor at 75 cc, grade 3-4 cystocele, body mass-index of 41 with an abdominal flap extending to over one foot beyond the pubis, which added to the patient's severe urgency, frequency, nocturia, severe urinary leakage, maximum bladder capacity (with a lot of pain) at 120 cc with obstruction of the urethra, spasms, severe detrusor instability, bladder leaked around the cystoscope at 550 cc of capacity, midurethral polyp, scarring/fibrosis around the urethra, which could have prevented the leakage from being obvious on previous cystograms or other testing for incontinence in the past, no erosion and the patient's symptoms of spasms and severe leakage could not be explained by any kind of injury to the bladder or ureters, three areas of subepithelial hemorrhage consistent with mild chronic interstitial cystitis, morbid obesity (ongoing), grade 2 prolapse of te cervix, disc desiccation at multiple levels, vaginal pain and dyspareunia, gapping (presumed-gaping) perineum, grade 4 rectocele, grade 2 enterocele, apical part of the posterior avaulta mesh had rolled up and was only located in the mid-vaginal axis, urinary retention issues, constipation, diverticulosis, ascending colon lipoma, bulge in the vagina and urine leakage off and on" ((B)(6) 2013), periodic difficulty voiding, avoidance of sexual activity due to her pelvic floor symptoms, lateral cystocele, rectocele, incomplete uterovaginal prolapse (stage 2 uterine prolapse, stage 2 cystocele, stage 2 rectocele), and complications of an internal prosthetic device/mesh complications ((B)(6) 2013), overactive bladder (oab) syndrome with incontinence, urinary tract infection with dlebsiella pneumoniae, chronic cervicitis and quiescent endometrium of the uterus, bladder spasms, loss of consortium.